Event description:
Boston scientific received information that during the explant of this device for normal battery depletion, the setscrews seemed to be stuck. Boston scientific technical services (ts) discussed the number and location of setscrews. Caller stated they got the screwscrews undone successfully (they had not unscrewed both setscrews for the leads).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Caller stated they got the screwscrews undone successfully (they had not unscrewed both setscrews for the leads).